Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump battery would not last long and had a failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump continued to have the low battery issue even after a replacement battery cap was sent. Customer also reported that the insulin pump had a failed battery test alarm and troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert, no weak battery alarm and no failed battery test alarm noted during test. (B)(4).